Manufacturer narrative:
Corrosion was observed on the bottom housing and pcb board. The downloaded data generated an 0x40 alarm, indicating safety sensor maximum open count exceeded. The downloaded data did not show any timeouts or drive stalls during the pod's run. However, an abnormality was observed at the end in the rotational sensor data. The drive mechanism was inspected and discovered contamination on the commutator cap. The contamination observed on the commutator cap caused the generated alarm to occur during operation. Further investigation of the device discovered a tear on the unexposed portion of the soft cannula. The small tears, which are located 0.241" from the nailhead, caused a leakage, diverting the fluid from completing fluid path. Thus, the presence of corrosion on the pcb is due to the leakage observed on the soft cannula. Furthermore, the damaged cannula is the cause for the presence of contamination on the commutator cap. Additional investigation discovered damage on the bottom housing. Although damage was observed on the bottom housing, this did not affect the functionality of the device.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The patient stated that the pod was only a day old when they got an error.